Event description:
A nurse reported that during a cataract procedure, they experienced low or no vacuum during phacoemulsification. They changed the cassette and the surgery was completed. Additional information was requested and none has been received to date. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).